Manufacturer narrative:
D1 - primary unique device identifier (UDI) #: (B)(4). Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a contact lens. Visual inspection found no visible damage to the lens. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced with a shorter length lens.

Manufacturer narrative:
B5 - due to excessive vault, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. Claim #(B)(4).